Event description:
Surgeon encountered high jacket retraction. The contralateral pull wire came out of the recess area and was stuck between the superior and inferior capsules. Physician decided to deploy the superior attachment system because the hooks were exposed and attempted to free the wire. The superior attachment deployed without issue, but the surgeon was unable to free contralateral limb and wire. Surgeon decided to convert patient. Graft was manually deployed in the procedure. Both limb attachment systems were cut off and sewn manually.